Event description:
A report was received that the ipg was too deep in the pocket and the patient was unable to charge the implant. The physician made the pocket less deep, replaced the ipg and implanted two lead extensions. The physician did not suspect any malfunction but chose to replace the ipg.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The charge profile revealed good coupling/alignment of the charger to the ipg. Battery profile revealed a maximum depletion rate within the expected range. The ipg exhibited normal charging and discharging characteristics.

Event description:
A report was received that the ipg was too deep in the pocket and the patient was unable to charge the implant. The physician made the pocket less deep, replaced the ipg and implanted two lead extensions. The physician did not suspect any malfunction but chose to replace the ipg.